Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-724b-(B)(4): the glass cap shows a fracture at the fiber/cap fusion zone; the fiber/glass cap also exhibits circumferential fracture on the proximal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits mild devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, signs of melting, and partially erased red octagonal sign. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The surgical fiber was returned with no information regarding the reason for return or failure mode. There was no patient injury reported. No further information provided.